Event description:
It was reported that the system 9900's rotation handle and brake were damaged and the handle was broken off. It was further reported that the monitor would not stay in position. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brake and monitor tilt adjust were repaired. The system was tested and found to be working as intended and placed back into service.